Event description:
It was reported that during a da vinci-assisted surgical procedure, 8mm monopolar curved scissors (mcs) tip cover accessory was broken. No fragments fell inside the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors (mcs) tip cover accessory instrument for failure analysis investigation. The instrument was analyzed and found to have tearing at the mouth where the scissor tips exit. Tears are axially aligned with the tip cover and measure from 4 mm in length. There are no signs of thermal damage present. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The complaint was confirmed by failure analysis. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions. These stresses can lead to excessive wear resulting in small breaks or splits. Tearing of the tip cover distal to the mcs blades would be adjacent to the active electrode of the mcs instrument, which is carefully controlled by the surgeon and under constant observation while cautery is applied to tissue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cut was observed to be on the gray area. There was no arcing observed. The tip cover appeared to be properly installed. There was no damage to the orange part. The accessory was not installed beyond the orange surface. The installation tool was used, no lubricant was used for installation. There was no patient injury. The tip cover accessory is available for evaluation. No photos/videos are available for isi review.

Event description:
Refer to h11 for follow-up information.